Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Low reservoir alarm and no reservoir alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a battery out limit alarm during normal use. The customer's blood glucose was 454 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin. The insulin pump will be returned for analysis.